Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to broken lead 1-, lead 2-, +5v wires. The root cause for the broken wire was unable to be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.